Event description:
It was reported that the customer had high blood glucose levels of 410 mg/dl. The customer reported treating with the insulin pump. The customer reported that the insulin pump would keep sliding off due to the broken belt clip. A new belt clip would be shipped. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.